Manufacturer narrative:
The recipient's device was reportedly repositioned.

Manufacturer narrative:
(B)(4). The recipient is reportedly satisfied with the new placement of her device. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device has been successfully activated. The recipient remains implanted. This is the final report.

Event description:
The recipient is reportedly scheduled for revision surgery due to device placement. Revision surgery is scheduled.